Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-17239. The pt reported her scs system was explanted in (B)(6) 2011 due to never receiving stimulation in her pain pattern but receiving unwanted stimulation in other areas.